Event description:
During placement of the stent, the inner tubing was dislodged from the sds. This was only noticed after placement and was left on the guidewire. After retracking of the wire the tubing was removed.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days.